Event description:
It was reported that the patient had an increase in falls since the implant. The patient had received great tremor control since the implant. The device had been reprogrammed but falls continued. The device was turned off for 24 hours and the patient did not fall as much and felt much more confident with walking and balance. The patient did not feel a pulling on right when the device was turned off. An impedance check confirmed impedances were normal. The patient was going to change programming and assess symptoms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported, the cause of the event was unknown. Reprogramming occurred on (B)(6) 2012, and (B)(6) 2012; electrodes and amplitude were changed and different group settings were given. After the april visit, the patient "did not feel like she should fall when the deep brain stimulation (dbs) was off." As of (B)(6)2012, the patient's healthcare professional (hcp) was still waiting to hear how the new group settings from may were working. No patient injury was reported. It was noted the hcp was still working with the patient for optimal settings that would provide relief of the patient's tremor without causing falls.

Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012. Product type: lead: product ID 3387s-40, lot# v813689, implanted: (B)(6) 2012. Product type: lead. (B)(4).